Manufacturer narrative:
(B)(4) date sent: 3/26/2026 d4: batch #unk d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: is the current patient status known? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cec60a device was received without apparent damaged and with a cecr60w reload present. The reload was received unfired. The device was tested for functionality in the straight position with the returned reload, the cut line was complete. However, the left side of the reload was fully fired, the right-side outer row fully fired, and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the one-piece sled was noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may have not been fired over a hard object. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon¿s quality system. A manufacturing record evaluation was performed for the device lot e25050006, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device would not fire. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.